Event description:
The customer reported the wireless transceiver (tim) had lost communication with the panorama central station, which may have resulted in a loss of telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
The company rep evaluated the system. Corrections included replacement of the system's wireless transceiver (tim). The sys was tested to factory's specifications. It functioned normally and was returned to use.